Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
The dermatology department contacted the radiology department reporting that the patient had developed a skin irritation by the drain. It is unclear if it is at the insertion site. The reporter did not specify any details as to what kind of irritation. The physician changed the dressing in attempted to remedy the irritation. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
Patient age at time of event was not provided. Patient sex at time of event was not provided. Requested but not provided. Lot # requested but not provided. Approximate age of device was not provided. (B)(4). Device manufacture date is unknown as lot information was not provided. Investigation results: a review of the complaint history, instructions for use (IFU), quality control (qc),manufacturing instructions, visual inspection and functional testing of the complaint device was conducted for the purpose of this investigation. The customer returned two used shafts from ult catheters. Only the distal portion of the shafts were returned. The proximal fittings were not returned. The first shaft was a total of 20 cm in length. The uncoated portion of the shaft was 15 cm and the coated portion of the shaft was 5cm. The second shaft was bluish in color. It was a total of 24cm long. The uncoated portion of the shaft was 19cm in length and the coated portion was 5 cm in length. The distal ends of the shaft were both wetted to activate the hc coating. The coated areas felt slick to the touch of a gloved hand for the first 5 cm proximal to the distal tip. Biocompatibility testing has been completed for the tubing used in the device. Biocompatibility testing was completed for the hydrophilic coating as well. The coating solution is specified according to manufacturing instructions. The coating is applied to the catheter shaft subassembly according to manufacturing instructions. The coating process is then validated by process validation. Employees who apply the coating must be trained according to quality control procedure. Quality control gives final inspection instructions for the catheter. Technicians are to "confirm surface of tubing is clean smooth and free of excessive dents and foreign matter. Inspection method: visually examine, manually feel." Furthermore, "if applicable, confirm bonded area is smooth and clean. Inspection method: visually examine and feel." The IFU gives device description, intended use, contraindications, warnings, precautions and instructions for placement and use of the device. Based on examination of the returned devices we are unable to draw a conclusion regarding the root cause of this complaint. It is possible to suggest as the dm reported that the patient's allergy to the adhesive in the tape used to secure the catheter caused the noted skin irritation. There is no evidence to suggest that the device was not manufactured to specification. Cook, inc. Will continue to monitor for similar complaints.

Event description:
The dermatology department contacted the radiology department reporting that the patient had developed a skin irritation by the drain. It is unclear if it is at the insertion site. The reporter did not specify any details as to what kind of irritation. The physician changed the dressing in attempted to remedy the irritation. Additional information has been requested, however it was not provided at the time of this report.